Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the relation between the device and the positive culture test could not be judged. The reprocessing steps provided by the user confirmed there was a deviation from the instructions for use (IFU) and it was revealed that the brushing was not performed for the suction cylinder at manual cleaning. Further, the user ordered culture test to third party labs on three consecutive dates (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024, and all three-test resulted in detection of bacteria. On (B)(6) 2024, and (B)(6) 2024; olympus ordered culture test on the received subject device to the third-party labs and both tests resulted in detection of bacteria. However, the definitive root cause could not be determined, and the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use: warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. The user provided third-party culture results were as follows: sampling date: (B)(6) 2024, sampling from: unknown, cfu: 400cfu, bacterial identification: unknown. Sampling date: (B)(6) 2024, sampling from: unknown, cfu: 3000cfu, bacterial identification: unknown. Sampling date: (B)(6) 2024, sampling from: unknown, cfu: 430cfu, bacterial identification: unknown.

Manufacturer narrative:
This report is being supplemented to provide additional and corrected information. Correction to b5 of the initial report, please see b5 for further information. Correction to h6 conclusion code of the follow up (1) report: "4315 - cause not established" is being corrected to "18 - failure to follow instructions" correction to h11 of the follow up (1) report culture results. Please see olympus third party culture results below for further information. Additional information: h6 (type of investigation, findings) olympus provided third-party culture results were as follows: sampling date: (B)(6) 2024, sampling from: distal end, cfu: n.d, bacterial identification: n/a. Sampling from: biopsy channel/suction channel, cfu: 4cfu, bacterial identification: bacillus pumilis. Sampling from: air/water channel, cfu: 1cfu, bacterial identification: bacillus pumilis. Sampling from: auxiliary water channel , cfu: 0cfu, bacterial identification: n/a. Sampling date: (B)(6) 2024, sampling from: distal end, cfu: n.d, bacterial identification: n/a. Sampling from: biopsy channel/suction channel, cfu: 15cfu, bacterial identification: bacillus pumilus. Sampling from: air/water channel, cfu: 0cfu, bacterial identification: n/a. Sampling from: auxiliary water channel, cfu: 0cfu, bacterial identification: n/a. Sampling date: (B)(6) 2024, sampling from: all channels, cfu: 0cfu. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for microbial contamination. The scope was sampled twice. During the sampling, the scope tested positive for 400 colony forming units (cfus) of unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event